Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date: unknown due to unknown lot number. Occupation: clinical engineer. The actual sample was received for evaluation. Magnifying inspection of the actual sample revealed that it had been fractured at approximately 105 mm from the distal end. Peeling of ptfe coat was observed near the fracture. Magnifying inspection of the fractured section confirmed there was not any visible anomaly including a deformity in a curved or tapered shape. Electron microscopic inspection revealed that there were streaky pattern and dimple pattern on the fracture surface of the core wire. Magnifying inspection of the actual sample over the entire length obtained the following findings. Ptfe coat on the proximal fragment approximately 75 mm -105 mm from the distal end had been peeled toward the distal direction. Ptfe coat on the proximal main body from 0 mm - 30 mm from the fracture end had been peeled toward the proximal direction. No scratch or no other anomaly was observed in the remainder part. The undamaged ptfe coat was removed from the core wire to evaluate the state of the adhesion of the ptfe coat to the core wire. Magnifying inspection confirmed it was equivalent to that of the current product sample with no lifted or gapped section in the ptfe coat. The outer diameter of the actual sample was measured at the intact sections revealed: od of the hydrophilic coating section: 0.604 mm; od of the ptfe coating section (distal side) 0.601 mm; od of the ptfe coating section (proximal side) 0.570 mm, and confirmed to meet the control criteria. Reproductive testing was performed on a current product sample. Fracture of the core wire -1. Torque load in one direction was applied consecutively to the test sample kept in a curved shape until it became fractured. As a result, some streaky pattern was observed on the fracture surface of the core wire. Fracture of the core wire-2. A repetitive bending load at a 90-degree angle was applied to the test sample until it became fractured. As a result, dimple pattern was observed on the fracture surface of the core wire. It is likely that the actual sample may have been subjected to torque load and bending loads. Peeling of ptfe coat-1. A test sample was pulled in the proximal direction while a metal plate (1 mm-thick) was put against the ptfe coat surface. As a result, peeling of ptfe coat occurred from the proximal to distal direction. When the test sample was pushed in the distal direction under the same condition, the ptfe coat was peeled from distal to proximal direction. Based on the above reproductive test results and the state of peeling of the actual sample ptfe coat, it was presumed that the actual sample may have been subjected to push/pull manipulation while some kind of hard object may have come into contact with the actual sample. Peeling of ptfe coat-2. A test sample was pulled in the proximal direction while a dedicated inserter was put on the ptfe coat section. As a result, no peeling of ptfe coat occurred. Peeling of ptfe coat-3. A test sample was pulled in the proximal direction while a plastic torque device was slightly tightening on the ptfe coat section. As a result, some abrasions were made on the surface; however, peeling of ptfe coat did not occur. Peeling of ptfe coat-4. Based on our study and experience, it is known that, while a guidewire is inserted in an endoscope and the forceps elevator is in the lifted-up position, when the guidewire is pushed or pulled, the guidewire can be exposed to a load exceeding the strength limit of the product, which may result in the peeling of ptfe coating. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection record. IFU states: make sure that the guidewire is not bent or broken. Do not reshape the guidewire by any means. This could damage the instrument. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the reported event was caused by the following mechanism: it was likely that the situation reproduced in occurred complexly when the actual sample was caught in some object, resulting in the fracture. It was likely that the actual sample was manipulated while a hard object (e.g. Concurrently used device) was in a strong contact with the actual sample surface, resulting in the peeling of ptfe coat. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved single use guidewire device was used in combination with tjf-q290v (olympus), spyglass digital endoscope and ehl autolith touch (boston scientific) to remove pancreatic duct stones. When attempting to cannulate with a spyglass digital endoscope, the actual guidewire sample broke in the body; broken at about 10 cm from the tip. After that, it was confirmed by fluoroscopy that fragment remained in the pancreatic duct. There may have been a contact with the forceps desk or an abnormality inside the spyglass digital endoscope. It was suspected that some type of load was applied to the endoscope when it was inserted through the guide wire. During the event, the spyglass digital endoscope was used at a considerable angle since it was a pancreatic duct case. The fallen fragment was removed with biopsy forceps. The device was replaced with a guide wire from another company, and the procedure was completed. The procedure was completed successfully. The patient was not harmed.